Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the or-a5 keyboard was not responding to user input. A field service engineer reseated the keyboard cable on the docking board and restarted the station keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system or-a5 keyboard was not responding to user input from any keys, preventing the user from logging in. The customer stated that the reported malfunction occurred when user trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.